Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable fault 41014 occurred. Prior to calling. The customer performed a hard power cycle of all of the system components, with no change. The customer swapped to a different patient side cart to continue. There wre no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and the 32056 error and 1173 (p3=1) error were found on aca (axes controller arm) indicating i2c fault on yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the agc current test failed on yaw, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was applied behavioral analysis (aba) tested and was verified to the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the yaw searchlight pca of the usm.

Event description:
Refer to h11 for follow-up information.